Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the hospital due to chest discomfort. Upon interrogation of the device, high threshold and loss of pacing was observed on the lead. A chest x-ray revealed the lead was dislodged. Upon an attempt to reposition the lead, the helix could not extend. The lead was explanted and replaced on (B)(6) 2017. The patient was stable post procedure and was discharged from the hospital after a week.